Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: a review of the black box and alarm history were unavailable. The pump was unable to be investigated for the original complaint of a call service 078 due to moisture corrosion on the internal pump components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that there was a 078 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.